Event description:
Additional information: the sealed outflow graft with bend relief related to this event is reported under MFR # 2916596-2020-00266..

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files that were retrieved from heartmate 3 lvas, serial number (B)(6) confirmed a flow issue beginning on the patient¿s implant date (B)(6) 2020); however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between this finding and (B)(6) could not be conclusively established through this evaluation. The evaluation of (B)(6) did not reveal any device-related issues. The reported thrombus and/or obstruction could not be confirmed through this evaluation. The center reported that the patient experienced zero flow reading from the lvad over a period of days following the initial implant. The patient returned to the operating room on to have the pump exchanged secondary to possible thrombus/obstruction. Multiple requests for additional information were sent to the center; however, no further details were provided. (B)(6) was returned assembled with the pump cable severed approximately 11¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The cuff lock was fully engaged and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad periodic log file that was retrieved from (B)(6) contains approximately 6 days and 20 hours of data from (B)(6) 2020 through (B)(6) 2020. The first two lines of relevant data (B)(6) 2020 at 01:12pm and 02:12pm) show estimated pump flow mean at 3.1 and 2.6 lpm. The next line of data (B)(6) 2020 at 03:12pm) shows estimated pump flow mean at 0.0 lpm. From this time through the remainder of the file, estimated pump flow mean ranged from 0.0-2.0 lpm. No additional atypical events were captured. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09dec2019. The heartmate 3 lvas IFU is currently available. The heartmate 3 lvas patient handbook is also currently available. Section 1 of this document lists peripheral thromboembolic events as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 "patient care and management" lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. Section 1 of the IFU also provides an explanation of all pump parameters, including pump flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The hm3 lvas IFU outlines considerations for pump placement and orientation, and provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. This IFU also outlines preparing and installing the sealed outflow graft and instructs to verify that the graft is not twisted or kinked. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced zero flow readings from their left ventricular assist device(lvad) over a period of days following implant on (B)(6) 2020. Patient returned to the operating room on (B)(6) 2020 where they received a pump exchange. No further information was provided.